Event description:
On november 15, 2000: maersk medical was informed by minimed inc. That is a diabetic under continuous insulin pump therapy had experienced that tubing is breaking off the luer lock.